Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the peritonitis; however, the patient was seen by a medical professional as a result of the event. On an unreported date, the patient received treatment with unspecified antibiotics for the peritonitis. The cause of the peritonitis was unknown. The outcome of the pertinent was not reported. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot number gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.